Event description:
A publication was received titled clinical and pathological characteristics of immune checkpoint inhibitor associated fulminant myocarditis," and indicated a patient (unknown race and ethnicity) undergoing treatment for lung cancer was admitted due to fever and chest pain. Echocardiography revealed diffuse severe left ventricle hypokinesis with left ventricle ejection fraction of 10%. Coronary angiography revealed no steno-occlusive lesions. Due to hemodynamic instability, venoarterial extracorporeal membrane oxygenation (va-ECMO) and intra-aortic balloon pump (iabp) were introduced. The patient was transferred to an outside hospital on the third day and an impella cp device was inserted to replace the iabp. The next day, the patient's pupils were observed, and a head computed tomography (CT) scan confirmed "extensive" cerebral hemorrhage in the left frontoparietal lobes associated with ventricular perforation and uncal herniation. The patient's coma was deemed irreversible, so surgery was not an option. Although cardiac function gradually improved, the patient expired of intracerebral hemorrhage with uncinate herniation on the 13th day of support.

Manufacturer narrative:
At the time of this MDR writing some mandatory information is unknown: date of onset and date of death are unknown; respective fields left blank. Device-specific information other than the brand name is unavailable, and therefore respective sections (d4, d6 and h4) are reflected as "unknown" or field left blank accordingly.   The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Ryo izumi, et al. (2024). Clinical and pathological characteristics of immune checkpoint inhibitor associated fulminant myocarditis. Cardio-oncology (2024) 10:82.

Manufacturer narrative:
The investigation of stroke/cva has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.